Event description:
Philips received a complaint on the v60 ventilator, indicating that the nurse call system did not alarm when the unit gave a high priority alarm. The device was in clinical use at the time the issue was discovered. The respiratory therapist (rt) was able to hear the unit alarm in the patient room and responded, no patient harm reported and unit was removed from patient without incident. Upon inspection, the biomed found the nurse call cable in use was connected properly to unit. The nurse call is mcguire brand with no/nc switch built into the cable, but did not note what it was set to. The facility nurse call system is normally open. The customer requests further info on unit operation with nurse call system. The remote service engineer (rse) discussed nurse call operation and cables with the customer, referencing v60 service manual ch 3 central processing unit (cpu) printed circuit board (pcb) theory of operation, and ch 11 performance verification test (pvt) alarms testing, also emailed supporting documentation regarding nurse call alarms and cables. The customer acknowledged and stated a philips nurse call cable has already been ordered.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on (B)(6)2023, it was stated that the customer had to replace the central processing unit (cpu) printed circuit board assembly (pcba) and a 3rd party nurse call cable. After replacing the cpu pcba, it was stated that the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.